Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected noise, which was reproducible, on the atrial and defibrillation leads. In addition, the atrial lead had pacing impedances greater than 3000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed the issue. It was reported that the physician was electing to revise the atrial lead. A request was made for any explanted products. At this time all available information indicates that the products remain in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was later reported that that atrial lead was surgically abandoned due to the conductor fracture. In addition, the noise on the shock channel was the result of the terminal pins of the defibrillation lead being reversed in the header. This issue was also resolved at the time of the lead revision. This investigation will be updated should further information be provided.